Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge alarm 9 (overfill alarm) and a cartridge alarm 16 (delivery request fail) occurred during the load process. Reportedly, the cartridge was filled with 300 units. The user removed 10 units from the cartridge and successfully loaded the cartridge. There was no impact to the user's blood glucose level.